Manufacturer narrative:
The field service engineer (fse) replaced the mixer rollers, mixer belt, aspirate probes, and peristaltic pump tubing. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. (B)(6). This medwatch report is related to MDR 2122870-2014-00666.

Event description:
The affiliate stated the customer reported discrepant troponin I (access accutni) results, for four patients, involving the unicel dxc 600i synchron access clinical system. This report is two of two referencing the patients on the event date noted. The customer stated all four initial results were released out of the laboratory. The customer is not aware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on an alternate unicel dxi 800 system, generated lower results within the normal reference range - one patient's sample generated a higher value, above the normal reference range. Amended reports were issued to the hospital. The patients' samples were centrifuged at 3,500 rpm (rotations per minute) for ten minutes. The samples were less than 30 minutes old following collection. The customer indicated all samples were of good quality. The customer replaced the aspirate probes and performed system check, which failed the washed portion. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.